Event description:
Pdc received a call on (B)(4) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 7:30pm. Patient (mc) stated the tested his blood glucose with prodigy meter and the result was 335mg/dl. Patient panicked and drove himself to the emergency room. Patient also stated that he was feeling flush. Mc stated that his normal blood glucose readings are 110-111mg/dl. Patient's glucose reading upon arrival at emergency room was 161mg/dl (blood glucose was tested twice at emergency room the same results). Patient's glucose reading upon discharge was 161mg/dl. Total stay at emergency room 1 hour. Pdc sent replacement and prepaid envelope requesting return of suspect device. (B)(4).

Manufacturer narrative:
(B)(4) biotech received the meter with strip (lot no d121120-1) on (B)(4). We checked the stand by current is 1.1ua which is within the specification (<5ua). We tested the meter with 100k ohm electronic strip. The result is 3.99ua which within the specification (3.9ua-4.1ua). We test the working voltage of the meter. The result is 400.1mv which is within the specification (400 +/- 3mv). We tested the meter function and it is good. So, the meter is no problem.